Event description:
Pt with diagnosis of ttp and renal failure coded during plasma exchange (after 1 unit of ffp infused). They did not survive. The pt had been dialyzed prior to the tpe procedure and had received 3 units prbc during dialysis. Physician response to inquiry indicated cause of death was likely intracranial bleed.